Event description:
It was reported that an occlusion alarm occurred. During troubleshooting with tandem technical support, the customer successfully loaded a new cartridge. Reportedly, the customer was not properly cycling the cartridge. There was no adverse impact to customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the user guide the customer must properly cycle the cartridge.